Manufacturer narrative:
No devices or photos were provided for review; therefore, the condition of the devices is unknown. The product numbers and lot numbers of the devices are also unknown. The device history records and complaint history could not be reviewed. The devices were used for treatment. Compatibility of the constructs could not be verified as part and lot information was not provided. Relevant medical history is unknown. Adherence to rehabilitation protocol is unknown. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that longitudinal calcar resorption of more than 10mm occurred in 54 hips.

Manufacturer narrative:
Information was received via published literature: (B)(4). Please reference literature at the following location: http://www.ncbi.nlm.nih.gov/pubmed/1732272. This report will be amended when our investigation is complete.

Event description:
It is reported that longitudinal calcar resorption of more than 10mm occurred in 55 hips.